Event description:
The company was informed that the patient underwent MRI procedure with internal magnet in place. The magnet reportedly extruded through the skin and became stuck to the headpiece. The patient's surgeon reported that no medical intervention is necessary. The patient complains of headpiece retention. Advanced bionics is in the process of gathering more information. Once additional information is acquired a supplemental report will be submitted.